Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18448637 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change color. Manual compression was held for 4 minutes instead. There were no reported injuries to the patient or signs of infectious disease. The device was being used for femoral artery closure. The operator had been trained to the device. There were no abnormalities found prior to use. The device was stored and prepared per the instructions for use (IFU). The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used in an interventional procedure. The patient¿s body mass index (bmi) was not greater than 40. A non-cordis sheath was used. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure device or manual compression at the target femoral site within 30 days before the procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the non-cordis sheath with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and non-cordis sheath were retracted together until bleed back significantly slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction, no red color was seen in the indicator window during retraction, and the indicator wire loop was deployed and visible upon device removal with no anomalies noted. The device will not be returned for evaluation.